Event description:
The customer reported approximately few drops of clear fluid leaked from the tip of the manual sampling probe and the tubing came off involving coulter lh 750 hematology analyzer. The customer indicated blood sampling valve (bsv) knob was stripped, the probe was obstructed, and no retics. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) noted the unit obtained diluent system errors. The fse replaced the tubing through vl98 and vl59 and a clogged retic sample line; the retic latron was functioning. The fse returned the red blood cell (rbc) calibration factor back to s-cal factor; rbc quality control (qc) was in range. The fse noted retic-c was not functioning and retic shear valve was not moving properly. The fse replaced the 2.5 ul retic shear valve and verified instrument performance. The unit conformed to the manufacturer's published performance specifications. (B)(4).